Manufacturer narrative:
H3: other; device not returned to manufacturer. No product or photos were returned therefore no device analysis could be completed. A device history record (DHR) review could not be performed as the lot number was unknown. If the product is returned the manufacturer will re-open the complaint for further device analysis.

Event description:
It was reported that large amount of blood backed up in lumen starting at y-site and over an inch distally, despite both lumens¿ clamps engaged. Registered nurse (rn) observed and flush both needleless access points on lumen starting with the distal access point. Blood would not completely clear from lumen. Moderate amount of blood remains inside the lumen at the y-site. The patient's nurse verbalized that she would change the needle. There was no medical intervention and no patient harm/adverse event reported